Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00828, 3005168196-2016-00829, 3005168196-2016-00830, 3005168196-2016-00831, 3005168196-2016-00832, 3005168196-2016-00833. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using ruby coils, pod packing coils (podj coils) and lantern delivery microcatheters (lantern's). During the procedure, the physician successfully placed a few ruby coils into the target vessel using an initial lantern (lot #f67882). However, while attempting to deploy the next three ruby coils (lot #'s f68561, f64720 and f91946), the physician was getting kicked back and therefore, was unable to advance the coils through the lantern. All three ruby coils were removed and resheathed. The lantern was then replaced with a new lantern (lot #f68171). Next, the physician attempted to deploy a podj coil (lot #f65862) using the second lantern but was still getting kicked back and was unable to advance the podj coil through the lantern. Therefore, the podj coil was removed and a new podj coil (lot #f67208) was opened for the procedure. However, while the physician was attempting to advance this podj coil through the lantern, it became stuck in the other manufacturer's diagnostic catheter. Therefore, the diagnostic catheter was removed with the podj coil still stuck inside. The physician then replaced the diagnostic catheter with a new one, switched out the lantern for another manufacturer's microcatheter and attempted to redeploy one of the three ruby coils (lot # unknown) that were resheathed earlier in the procedure. However, the coil would not come out of the tip of the microcatheter and was removed. Thereafter, the procedure was successfully completed using another manufacturers'' coils and the same microcatheter. There was no report of adverse effect to the patient.